Manufacturer narrative:
Investigation waiting on return of device.

Event description:
A technician reported that during an inspection of the center, he found that the roller pump (B)(6) has a problem with locking of the bobbins. The bobbins do not lock on the sylicon tube.